Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown. Event attributed to: other. Device single use?: no. Device returned to manufacture:yes.

Event description:
It was reported that foreign matter, described as ¿droplets of moisture¿, were seen in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of serious injury or medical interventions.

Event description:
It was reported that foreign matter, described as ¿droplets of moisture¿, were seen in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of serious injury or medical interventions.

Manufacturer narrative:
Investigation summary: bd received seventy 60ml syringes for evaluation. Our quality engineer visually inspected the returned samples and observed that there was no moisture within the packaging but did observe silicone present inside the syringes. The engineer checked the silicone and determined that the silicone was within the acceptable levels. Based off of the visual inspection the engineer was unable to verify the reported failure mode. Silicone is an inert, non-toxic medical substance that has been used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and has been tested and does not present a safety or efficacy issue to the patient nor does it impact product function. The silicone application process was designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. This appeared to have been an isolated incident as it was the first reported case of foreign matter associated with this lot. A review of the device history record revealed zero defects found during production and all silicone weight testing was found to be within specification. Investigation conclusion: silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter, described as ¿droplets of moisture¿, were seen in a bd¿ syringe with bd luer-lok¿ tip before use. There was no report of serious injury or medical interventions.